Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation results: visual inspection of the returned lens showed the lens was cut into two pieces and the optic was torn. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been assigned to address these types of issues. Once the CAPA is completed a supplemental medwatch will be submitted. (B)(4).

Event description:
It was reported that the aq2010v three piece silicone lens appeared to be loaded perfectly, however, after it was inserted in the eye a crack was noted on the optic. The surgeon cut and removed the lens without any injury to the patient.